Event description:
The complaint reported that a patient (age and gender unknown) underwent esophageal banding using speedband multiple band ligator devices. The physician attempted to deploy the first ligating from a speedband device, but it did not fire. The trip wire tore through the suture wire which held the ligating band. The ligating system was removed from the patient. A second speedband device was set-up on the same scope and advanced to the site. The first two ligating bands were successfully deployed from the unit; however, the third band was not. The operator turned the control knob further and the hand curled up around the ligating head. The second ligating system was removed from the patient. The physician obtained an alternate scope and a third speedband device was prepared on the alternate scope. The third speedband was successful at ligating all target sites and the procedure was completed. The patient sustained no ill effects or complications as a result of these events.

Manufacturer narrative:
This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.